Event description:
It was reported to boston scientific on 3/26/2007 that the "...stent [device in question] didn't advance well in the cavernous, so it was pushed several times. Due to this pushing pressure, the stent was already deployed in the cavernous segment without reaching the target lesion." An additional attempt was made to stent the target lesion. During the attempt, the second stent pushed the first stent (device in question) to the target lesion in the proper position. The second stent was removed and the procedure was finished successfully. The patient condition procedure was good. This was a stent assisted aneurysm coiling procedure of the right internal carotid artery segment. It was reported and confirmed through responses received that there were no patient complications.